Event description:
It was reported the video system center had an abnormal image. The issue occurred during preparation for use for a gastroscopy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.